Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 41 and 110 mg/dl within 10 minutes, with the difference of 61 mg/dl. Pt did not experience any adverse events. No further info has been reported.